Event description:
It was reported a filiform double pigtail ureteral stent set¿s stent snapped during a routine stent removal, and the proximal end of the stent migrated up into the kidney. There was some slight resistance trying to remove the stent which had been placed less than 6 months prior due to "stone former" and patient comfort. The stent had not been monitored during that timeframe. The distal end of the stent was removed using stent grabbers. A flexible ureteroscope was opened and passed up into the kidney to locate the proximal portion of the stent. The stent was located and was found to have stone fragments on the coil. A laser fiber was passed through the ureteroscope and used to fragment all the stone fragments on the stent coil. Once all fragments were removed a 2.2fr ncircle basket was introduced and used to grab and remove the proximal part of the stent. No trauma to the patient's kidney or ureter was observed, and no part of the stent was left in the patient. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: customer phone number: (B)(6). E3: customer occupation: unknown. G4: PMA/510(k) #: preamendment. H3: device not returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation it was reported a filiform double pigtail ureteral stent set¿s stent snapped during a routine stent removal, and the proximal end of the stent migrated up into the kidney. There was some slight resistance trying to remove the stent which had been placed less than 6 months prior due to "stone former" and patient comfort. The stent had not been monitored during that timeframe. The distal end of the stent was removed using stent grabbers. A flexible ureteroscope was opened and passed up into the kidney to locate the proximal portion of the stent. The stent was located and was found to have stone fragments on the coil. A laser fiber was passed through the ureteroscope and used to fragment all the stone fragments on the stent coil. Once all fragments were removed a 2.2fr ncircle basket was introduced and used to grab and remove the proximal part of the stent. No trauma to the patient's kidney or ureter was observed, and no part of the stent was left in the patient. Reviews of the instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to complete due to the lot number was unknown. A complaint history database search was unable to be conducted due to the lot number was unknown. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: ¿precautions: - do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. - periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage.¿ ¿how supplied: - upon removal from package, inspect the product to ensure no damage has occurred.¿ based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.